Manufacturer narrative:
Device evaluated by MFR: the catheter was received in two pieces separated at the mid-shaft. The mid-shaft is stretched and separated. Both ends of the mid-shaft separation appear to be jagged which is consistent with the catheter tensile. The bi-tube and product mandrel were removed from the stent without resistance. The stent was visually examined and found the balloon was tightly folded with the stent positioned between the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While unpacking the 3.00x12mm liberte bare stent it was noted that the stent struts were flared.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While unpacking the 3.00x12mm liberte bare stent it was noted that the stent struts were flared.